Event description:
It was reported that the patient had multiple syncopal episodes. The device was reprogrammed for a longer period of intervention following a rate drop. It was also noted that there were indecipherable dual electrograms found on the remote pacemaker transmission. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).